Manufacturer narrative:
The field service representative recommended the customer inspect the alinity c -series reagent probe of the alinity c processing module. Upon inspection the probe was found to be dirty, and the customer cleaned the part resolving the issue. The alinity c -series reagent probe was determined to be the likely cause of the result issue. No additional result issues have been reported since the part was cleaned. Review of all the information provided by the customer was reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify any trends for the reagent probe. Review of the clinical chemistry systems product monitoring review scorecard found no trends with regards to the current issue related to the alinity c system, likely cause part, or discrepant results as described in this ticket. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for one sample. The following results were provided: (B)(6) 2024 sid (B)(6) initial result 3.475 mmol/l, repeat results were >3.905 mmol/l, 0.844 mmol/l, >3.905 mmol/l, >3.905 mmol/l, 0.821 mmol/l. No impact to patient management was reported.